Event description:
It was reported that during a percutaneous transluminal angiography procedure, a balloon ruptured. The 90% stenosed target lesion was located in the calcified, mildly tortuous common femoral artery. The wanda balloon was being used in the lesion where there was a graft anastomotic stricture. The 7x80mm wanda balloon ruptured on the first inflation at 10atm. The procedure was completed with this device. There were no patient complications and the patient was reported to be "good". This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
As the device was not returned a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Device not returned for evaluation.